Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. No identified issues required escalation. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Biomed reviewed tech logs on an 8015 and saw many 800.8000 errors in the logs. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I let biomed know how this error can be induced. Also let him know if it turns into a hard software fault that he can try to reflash the unit to see if it corrects the error. If not, the logic board would have to be replaced. Emailed him the safety notification regarding the 255-16-275/800.8000 error.